Manufacturer narrative:
The device was returned to zoll medical canada's service department and the malfunction was attributed to a faulty system interconnection flex cable. The cable was replaced to resolve the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to select energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.